Event description:
Patient reported a rupture. Later through follow up response Healthcare professional confirmed rupture and reported Capsular Contracture, Baker Grade III. This record is for the right side. The device was explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026The event of Capsular Contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: rupture and reported Capsular Contracture, Baker Grade III.Visual Analysis: Rupture: Observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.¿ Capsular Contracture: Unable to observe as it is a medical event that is not related to the device.No additional observations are performed.No further actions are required since no issue in the manufacturing of the device is observed.